Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an other instrument reamer was reported. The event was confirmed through visual inspection of the provided photographs. Method & results: device evaluation and results: no product was returned for evaluation, however two photographs were provided for review. The photographs show a fractured starter/sizer awl. Blood is visible on the device. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of crack/fracture was confirmed through visual inspection of the provided photographs. The exact cause of the event cannot be confirmed as insufficient information was provided. Additional information including device lot information and primary operative reports are required to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Primary procedure, right hip. It was reported that the awl snapped at the mid-shaft of the femoral canal. A hole had to be cut in the patient's femur distally to the tip in order to remove all pieces of the device. Surgeon is an experienced user of the system and there was nothing unusual in the way the device was being used. Surgery was completed successfully with a delay of approximately 1 hour. Rep can provide pictures of the device and confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary procedure, right hip. It was reported that the awl snapped at the mid-shaft of the femoral canal. A hole had to be cut in the patient's femur distally to the tip in order to remove all pieces of the device. Surgeon is an experienced user of the system and there was nothing unusual in the way the device was being used. Surgery was completed successfully with a delay of approximately 1 hour. Rep can provide pictures of the device and confirmed no further information will be released by the hospital or surgeon.